Event description:
User experienced erratic magnesium results. The following examples were provided, all result in mg/dl, 1st repeat performed on the same analyzer, 2nd repeat performed on a different analyzer: (1) 2.9, repeat 4.2, repeat 2.0. (2) 3.1, repeat 4.1, repeat 2.2. (3) 2.9, repeat 4.3, repeat 2.2. (4) 3.0, repeat 4.2, repeat 2.2. (5) 3.7, repeat 2.4, repeat 2.2. (6) 3.7, repeat 2.4, repeat 2.1. (7) 2.8, repeat 3.9, repeat 2.2. (8) 4.0, repeat 5.8, repeat 1.9. (9) 4.2, repeat 6.4, repeat 2.3. (10) 4.3, repeat 6.5, repeat 2.3. (11) 4.2, repeat 6.0, repeat 2.1. Initial results were not reported. The field service rep resolved the issue by adding a special wash program to the system.